Event description:
During service of device a motor stall, with audible low pressure alarm, was found due to motor board being out of specification. Device physically destroyed by mfg due to motor boards no longer available for replacement. End of service on this product by MFR is 8/31/1997.